Event description:
It was reported, that the pump's usb port was bent. Resulting, in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.